Manufacturer narrative:
Correction to section a2 and section e: these fields have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. While on call, patient stated they are experiencing a burning sensation on their skin on the inside at the implant site. Patient stated it never used to feel this way and now it burns and it's very uncomfortable. Patient stated sometimes it is so painful that it feels like someonekicked them in the area of the ins with a pair of steel toe boots and is very painful in the area. Patient stated it almost feels like they had surgery again. When agent inquired event date, patient stated about a month ago, then stated maybe 5 weeks ago, then stated maybe 5-6 weeks ago - somewhere around there. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.